Event description:
The event is reported as: the stapler had been use in spayings. The clips appear to be closed, but when the cage is cleaned the staples are found in the bottom on the cage. Also, when the wound is cleaned, the staples are falling out of the animal. No patient injury or intervention reported.

Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.